Manufacturer narrative:
The recipient was explanted due to decreased speech understanding.

Event description:
The recipient is reportedly scheduled for revision surgery. Advanced bionics is currently in process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well with the new device. The explanted device will not be returned. A review of the device history record revealed no rework. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.